Event description:
It was reported that a patient performed a measurement on coaguchek xs meter serial number (B)(4), but the value was missing from the meter's patient result memory. A measurement of 6.0 inr was performed on (B)(6) 2021, but did not appear in the meter's patient result memory. The patient's warfarin dose was increased based on the value. The meter patient result memory was accessed correctly and has not been cleared. No errors were observed.

Manufacturer narrative:
The customer's meter has been requested for investigation and replacement product has been sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation - the occupation is patient/consumer.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.